Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they did not have any further insight as to the cause of the issue but it was hypothesized that it was due to magnets at work. The representative was not aware of any further actions/interventions taken and the patient was told to call their doctor for the issue. They were also unsure if the issue was resolved and there were no explants done at this point. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, since the patient had gone back to work 2 weeks ago ((B)(6) 2019), they felt their symptoms changed and felt the ins heat up which caused discomfort. The patient indicated that they were around strong magnets, similar to the magnets at a junk yard. The patient indicated that everything is fine at home. The manufacturer¿s representative was going to follow up with the healthcare professional (hcp) this afternoon. There were no further complications reported or anticipated.